Manufacturer narrative:
Visual inspection shows numerous kinks at 32, 35, 46, and 49.5cm from the distal side of the handle. Kinks located at 4 and 7.5cm from the distal tip. The deployment shaft is bent and peeling and spline 3 is detached from the proximal side of the array with adhesive present on both sides of the spline. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a spline break occurred. An intellamap orion catheter was selected for a procedure. However during trouble shooting for poor curve issues encountered with two intllanav mifi oi catheters. It was noted that a spline break occurred on the orion catheter. The procedure was completed using another orion. No patient complications occurred.

Event description:
It was reported that a spline break occurred. An intellamap orion catheter was selected for a procedure. However during trouble shooting for poor curve issues encountered with two intllanav mifi oi catheters. It was noted that a spline break occurred on the orion catheter. The procedure was completed using another orion. No patient complications occurred.